Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported white screen which was reproduced. The evaluator observed that half of the display was white. The reported condition was verified. Using known good components it was determined that the liquid crystal display was bad and required replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a white screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.